Event description:
Hcp reported the pt developed a blister around the pump wound site in 6/2002. It progressed to being red and swollen. A gram stain was done on fluid from around the pump site that was reported "to be infected." The device system was expanted and returned to the MFR for analysis. A follow up report will be filed when additional info is received.